Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch and the patient experienced aortic dissection that required admission to the critical care unit (ccu). This procedure was a left ventricular outflow tract (lvoty) premature ventricular contraction (pvc) procedure. The map was created with a thermocool smarttouch catheter using retrograde aortic access. Radiofrequency (rf) ablation had been given without any issues. Operator removed the thermocool smarttouch catheter and while trying to re-insert catheter to aorta he encountered some difficulties. The patient complained of pain in her back so the operator performed an aortagram using contrast where a dissection of the aorta was seen at the level of the abdomen. Procedure stopped and patient monitored and sent for computed tomography (CT).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot: 31420806m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).